Manufacturer narrative:
(B)(4). Carefusion was unable to duplicate the reported issue, "vent did not alarm with audible alarm." All testing performed using a known good ac adapter as well as a known good test patient circuit. Ventilator passed 40 hour extended tests at customer¿s settings. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Ventilator was thoroughly inspected; internal inspection does not reveal any abnormalities with the ventilator. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. (B)(4).

Event description:
The customer reported that the ventilator was being observed by a state surveyor, and she stated that the patient should have set off the high pressure alarm when he coughed and the vent did not alarm.